Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 62 mg/dl/40 mg/dl; 46 mg/dl/32 mg/dl; 68 mg/dl/51 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 282 mg/dl and 66 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.